Manufacturer narrative:
This report is being submitted to document the root cause investigation of the event. Siemens investigated the issue and found that it occurred due to a limitation of structured report generator (tomtec). The application does not support the method types for min and max values. It only supports the "last" value. Therefore, only the "last" value was transferred to dicom sr. Since the sr limitation was not communicated to the user, users may expect that the selected method type on the system report page will be included in the dicom sr however, since only the last value is included, the system report and sr displays inconsistent values.there have been no injury reported due to this issue. This report will be supplemented if additional information is received. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthiness to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
The customer reported inconsistencies between the display of measurements in the juniper system report page and the printed dicom report page. The customer reported performing a suite of cardiac measurements and reported having performed multiples of each intended measurement. In the juniper system cardiac measurement settings, the customer had configured measurements on the final report to show the maximum (max) value of several measurements including av vmax, code for "aortic valve peak systolic velocity". On the juniper system's final report page, the max value across the multiple av vmax measurements were correctly displayed. In addition, other configured measurement labels including av vti and av vmean were correctly displayed as the max value. The customer reported transferring the exam report to an external dicom sr tool. Using this tool, the customer printed a physical copy of the final report page. The customer reported the dicom sr final exam page measurements did not present the max values as the system display page. Instead, the printed page presented the last value the customer obtained across each measurement label. Per the information provided by the submitter, siemens became aware of this issue on 20 september 2023. Siemens service was investigating this issue on site and identified it as a potential safety issue on 26 october 2023. The complaint was received by the ultrasound designated complaint unit (dcu) on 26 october 2023. New information was received during investigation on 01/05/2024 which deemed this event reportable. There was no injury reported within this complaint. Dicom: digital imaging and communications in medicine - the international standard for medical images and related information. It defines the formats for medical images that can be exchanged with the data and quality necessary for clinical use. Sr: structured report.